Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loss of pacing and episodes of oversensing due to electromagnetic interference was noted. This resulted in the pacemaker dependent patient receiving an inappropriate shock. Furthermore, high out-of-range pacing impedance values were noted on the left ventricular lead. Lead revision is anticipated. Manufacturer reported number: 2017865-2019-10760.